Manufacturer narrative:
D10: 02-010-04-0260 - logic cr femoral por, left, sz 6: (B)(6). 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient who had a left tka, underwent a revision procedure approximately 6 years 4 months post the initial procedure. Patient presented for a patella resurfacing procedure. During the procedure the surgeon also decided to extract and replace the tibial poly liner as it was part of the tkr poly liner recall. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. They were discarded. No device images were provided. No further information.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.